Event description:
Report rec'd of a "steady dripping into the receiver bag without the compounder running or even having been programmed." After a compounding job had completed and a new receiver bag placed, a pharmacist observed fluid dripping into the receiver container. Upon further observation, it was noted that the trophamine supply on station #4 was dripping through the transfer set into the receiver container. A total of 80ml from a 500ml supply bottle had transferred on its own. The finished bags involved were not dispensed to the pediatric patients they had been mixed for. It was decided that the bags could safely be used for adult patients. No adverse pt effects were reported. No additional info was available.